Event description:
Doctor performed PICC dressing change to optimize positioning of line so that it would not kink with movement of foot. Mid-procedure, writer noticed there was moisture under new dressing and it appeared to contain white fluid, same concluded to be from smoflipid infusion. Writer communicated visualized moisture, then doctor confirmed he was able to see some leaking from a cracked portion of line.

Manufacturer narrative:
The complaint has been submitted to vygon germany gmbh, which is where this part was manufactured, for evaluation. The investigation summary is as follows: despite multiple attempts to obtain the defective sample, it has not been provided. Without the faulty sample, lot number, or an image clearly showing the defect, we are unable to conduct a root cause analysis. As a documentation review is not feasible without a batch number, the issue could not be investigated further, and the complaint could not be confirmed. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out during manufacturing process. Corrective action: due to the missing sample, this complaint could not be confirmed, as a root cause analysis could not be conducted. Therefore, no further corrective action could be initiated by quality management.

Manufacturer narrative:
The failed device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Doctor performed PICC dressing change to optimize positioning of line so that it would not kink with movement of foot. Mid procedure, writer noticed there was moisture under new dressing and it appeared to contain white fluid, same concluded to be from smoflipid infusion. Writer communicated visualized moisture, then doctor confirmed he was able to see some leaking from a cracked portion of line.